Event description:
Same case as MDR: 2134265-2014-02470; 2134265-2014-02471. It was reported that automatic pullback failure occurred. A 240v ilab cart ultrasound imaging system was used in conjunction with an unspecified imaging catheter. During the procedure, the catheter imaged however, the motor drive unit (mdu) failed to perform automatic pullback. The physician reconnected the mdu and sled several times and checked sterile bag if it had been punctured correctly but still automatic pullback failed. It was reported that no noise from mdu when pullback was attempted. The procedure was completed using manual pullback. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the unit was received in good condition with no visible damage or defects observed. The unit met specifications for mdu-5 qc functional test and successfully underwent a continuous burn-in for 4 hours. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR: 2134265-2014-02470; 2134265-2014-02471. It was reported that automatic pullback failure occurred. A 240v ilab cart ultrasound imaging system was used in conjunction with an unspecified imaging catheter. During the procedure, the catheter imaged however, the motor drive unit (mdu) failed to perform automatic pullback. The physician reconnected the mdu and sled several times and checked sterile bag if it had been punctured correctly but still automatic pullback failed. It was reported that no noise from mdu when pullback was attempted. The procedure was completed using manual pullback. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).